Event description:
The manufacturer received information in relation to a rep dreamstation bipap autosv. The patient has alleged to power cord is overheating and causing the device to turn brown around where the power cord plugs into the device. Caller inspected it but states it definitely looks burnt and does not appear rusted. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.